Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition of device.

Event description:
Healthcare professional reported "device migration/implant malposition and ptosis". This record is for the right side. Device was explanted.